Event description:
Upon completion of surgery, the tourniquet was removed and there was a 3 inch x 3 inch bruise/burn noted in the inner aspect of the patient's thigh.

Manufacturer narrative:
On (B)(6) 2007, zimmer contacted risk management for additional details and to obtain device for evaluation. On (B)(6) 2007, contacted risk management because (B)(6) 2007 call was not returned. Risk manager stated cuff was disposed of so it is not available for evaluation. Tourniquet is still in use. Risk management unclear if hospital bio-med department evaluated unit prior to going back into service. Risk management to follow-up with bio-med and then to inform zimmer. On (B)(6) 2007, no further information received from risk management.